Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the patient was seen due that his crown felt loose & was experiencing mild pain. Implant was removed due that crown was not seating tight. The dentist removed the implant thinking that is was an issue with the implant that the abutment was not seating. When the dentist sent the implant to the periodontists, they think it was the abutment that was not seating in the implant. Periodontist did not find any issues with the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown biomet abutment for evaluation visual evaluation of the as returned devices identified the abutment was used, and was inside a crown. The abutment could not be removed from the implant as there was material obstructing the hex of the abutment screw. During product evaluation the abutment wasn¿t fully seated to the implant, and the crown was loose. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.